Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support service (tss) confirmed with the customer that the hospital technician was able to fix the error by fixing the corrupted database to resolve the issue. The system functioned as intended after the technical support service investigated the incident.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all users were not able to login to the station. Customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.